Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a damaged power cord. Upon triage service technicians found the wires to be exposing copper. No patient involved or harmed.

Manufacturer narrative:
An evaluation of the kendall express scd system was preformed for the reported condition of, ¿ a damaged power cord¿. The unit was triaged and the customer¿s reported condition was confirmed and the power cord was found to have exposed copper wire. After a visual inspection of the unit under testing, the power cord was observed to be severed with exposed copper wire. The potential root cause is customer misuse by running over the cord with hospital bed or due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.